Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The insulin pump had cracked case on lcd display window corners and scratched lcd window noted during visual inspection. No button error alarm noted during testing.

Event description:
It was reported via phone call that the buttons were hard to press and was intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.